Manufacturer narrative:
Per the clinic, the patient also experienced wound infection (date not reported) and subsequently the patient was treated with two rounds of oral antibiotics and topical antibiotics postoperatively (specific date and duration not reported). However, the issue could not be resolved. The patient was prescribed with six weeks course of IV antibiotics (specific date not reported). It was also reported that, there was an exposure of receiver/stimulator (date not reported). Correction: date of explant is on (B)(6) 2023. This report is submitted on february 16, 2023.

Event description:
Per the clinic, the patient also experienced wound infection (date not reported) and subsequently the patient was treated with two rounds of oral antibiotics and topical antibiotics postoperatively (specific date and duration not reported). However, the issue could not be resolved. The patient was prescribed with six weeks course of IV antibiotics (specific date not reported). It was also reported that, there was an exposure of receiver/stimulator (date not reported). Correction: date of explant is on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on january 24, 2023

Event description:
Per the clinic, the patient experienced a wound dehiscence. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device